Event description:
An attorney called to report the death of the customer. It was stated that the customer was wearing the pump a time of their death. The cause of death was unknown at the time of call. It was indicated that the pump is in the possession of the medical examiner.